Event description:
A discordant, falsely elevated troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The falsely elevated result was reported to the physician(s). The patient was redrawn and the new sample was run on the same instrument, where a lower tni-ultra result was obtained. Then, the initial sample was repeated on the same instrument and the repeat result was also lower than the initial result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur cp. The customer stated that quality controls (qc) and calibration recovered within acceptable ranges on the day of the event. Siemens further investigated this issue and determined that no other samples were affected, indicating that this is a sample specific incident. Pre-analytical variables can affect the quality of the sample and deviation from recommended best practice can impact results. Therefore, sample specific issues or preanalytical variable potentially contributed to the falsely elevated troponin I-ultra (tni-ultra) result. The instrument is performing according to specifications. No further evaluation of this device is required.